Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 500 mg/dl. Customer experienced blood glucose levels of 300 and 400 mg/dl. Customer reports o-ring inside lip of reservoir compartment was not missing. Customer states there were no cracks in the pump. Was customer stated that the insulin pump was exposed to insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will not be returned for analysis.